Event description:
Healthcare professional reported, right side intracapsular rupture. Silicone perspiration, capsular contracture, baker grade IV, pain and prosthesis exposure. The device was explanted.

Manufacturer narrative:
Clarification d4: lot#: 1276981. Continued section e1: (B)(6). The event of capsular contracture and exposure are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exposure & capsular contracture, baker grade IV.